Event description:
It was reported that a bd pyxis anesthesia es system biometric scanner failed. The user was required to remove meds from another station to prevent excessive delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 22-nov-2022 to 21- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric scanner's failed due to update. A field service engineer removed all in one and reseated connections on docking board and restarted the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined biometric scanner's failed due to update. Field service engineer removed all in one and reseated connections on docking board and restarted the station to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system biometric scanner's failed. The customer stated that user was able to remove the meds from another pyis for patient no delays. There were no adverse events or injuries reported based on this incident.